Event description:
It was reported that the patient's catheter was removed on 2014 (B)(6) due to a (B)(6) infection. It was noted that another catheter had been placed in (B)(6) 2014. The patient's pump was intended to infuse bupivacaine and dilaudid. It was later reported that the patient received assistance from the doctor or manufacturer's representative and their concerns were resolved with an appointment date of 2014 (B)(6).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Event description:
Corrected information: the patient's catheter was removed on (B)(6) 2013 not 2014 as previously reported.